Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic after receiving a remote merlin transmission for intermittent lead noise on the atrial channel. Programming adjustments would not resolve the oversensing. The patient is not pacemaker dependent. The patient will be monitored with routine follow up. No further information is available.